Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the device was difficult to toggle while being used in bowel enterotomy. The needle dropped from, the device after it was difficult to transfer from one jaw to the other. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.